Manufacturer narrative:
The repair center conducted visual and functional inspection on the subject device. The scope mount was determined not to meet the product specifications due to rattling. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "preparation and inspection_inspection of camera head". Check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device's coupler was found to be loose. There was no report of patient involvement.